Event description:
It was reported that during an afib ablation procedure, the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings on both carto and the recording system at the same time when plugging the dongle on the piu. The physician was not able to interpret the both bs and all ic recordings in spite of the presence of noise.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. Since no lot number was provided, no device history record review could be performed. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that during an afib ablation procedure, the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings on both carto and the recording system at the same time when plugging the dongle on the piu. The physician was not able to interpret the both bs and all ic recordings in spite of the presence of noise. Upon receipt, the device was visually inspected and it was found in normal conditions. Then a carto 3 test was performed with the cable and a known - good catheter and no malfunctions were observed. No noise or interference was observed either. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.